Event description:
The vasoview used by a pa to harvest vein during a CABG case was found to be broken after being used for about an hour. It did not break inside the patient's leg and no harm came to the patient.